Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a significant low glucose event, with an alert at 55 mg/dl and the need for oral glucose, in the context of false meal announcements and use of meals as correction while using the ilet with a dexcom g7 continuous glucose monitor (cgm) and a 23" teflon 6 mm infusion set; a replacement ilet was set up with guidance, including cgm pairing, cartridge and infusion set installation, weight entry, and transition to bionic. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention requiring medication. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.